Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Corrected information provided in d.2b. Product evaluation: the lens was not returned. The carton, empty lens case and label set were returned. Two photos were provided. The first photo provided shows a close up view of the iol in the lens case. A gray area can be seen near the optic edge. Due to the quality of the photo, we are unable to determine if the area is on the lens, under the lens, or a reflection. The second photo provided shows the iol being displayed in a red hue on a computer monitor. An indention/mark can be seen near the optic edge. What appears to be a linear mark can be see on the opposite side of the optic. Due to the quality of the photos, the presence of solution cannot be determined in either photo. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. The lens was not returned for evaluation in the carton. Based on review of the attached photos, the optic has an indention near the optic edge. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Product evaluation: the iol was not returned; only an empty lens case and carton were returned. Two photos were provided. The first photo provided shows a close up view of the iol in the lens case. A gray area can be seen near the optic edge. Due to the quality of the photo, we are unable to determine if the area is on the lens, under the lens, or a reflection. The second photo provided shows the iol being display in a red hue on a computer monitor. An indention/mark can be seen near the optic edge. A second mark/scratch can be see on the opposite side of the optic. Due to the quality of the photos, the presence of solution cannot be determined in either photo. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and viscoelastic. Based on our observation of the attached photos, the optic has a scratch/mark on the optic. The presence of clinical solution on the lens cannot be confirmed. It is difficult to make a determination of handling / damage without evaluation of the physical sample. A final root cause cannot be determined based on available information. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that an intraocular lens (iol) had an indentation on periphery of lens. Additional information was reported that the lens is still in the patient's eye. There was no patient harm. There were no medical or surgical interventions. It was also reported that the scrub technician did not load the lens. The doctor opened the wagon wheel and first noticed the lens out of it. He loaded the lens, and once it was inside the eye he noticed on the periphery an indentation. The patient has not presented symptoms.